Manufacturer narrative:
H6: investigation summary: scope of issue the scope of issue is on limited to part number 656700 (bdfacsaria fusion) and serial number (B)(6). Problem statement leak - spray of fluid (ethanol, sheath, biohazard, waste) under pressure. Manufacturing defect trend there are zero quality notifications (qn) related to the reported issue. Defect trend date range from 13-sep -2019 to date 13-sep-2020. Complaint trend there is one complaint (B)(4) related to the reported issue. Complaint trend date range from 13-sep -2019 to date 13-sep-2020. Service max review: review of related work order #: (B)(4), (case number: (B)(4)). Install date: 01-oct-2015. Defective part number: 34350807. Work order details: subject/reported: 711 detector is not working. Problem description: caller states a fitting broke off from the flow cell and sheath fluid squirted all over the place. After caller replaced the fitting with a spare and reattached the tubing, cst failed in multiple channels. Caller suspects sheath fluid squirted onto the exterior of the flow cell and may be causing dispersion. Caller requests fse on-site to investigate. Cause: broken fitting and misaligned fsc housing. Work performed: the pbs that leaked from the flow cell due to a broken fitting (pn# 34350807), that was replaced by the user from user's own supply. Confirmed the report of cs&t not being able to run. Fsc was saturating unless the fsc threshold was raised to 67k. Removed and inspected the flow cell. Some of the pbs had sprayed onto the flow cell causing laser light to scatter. The fsc housing was slightly out of alignment, which possibly occurred during cleaning of the fluid leak, which added to the existing problem. The leak was comprised of pbs only and did not originate from a biohazardous waste line. No injuries were reported with the leak. Cleaned and re-coupled the flow cell. Aligned and positioned the fsc housing and obtained clean signals from all channels. Ran a baseline and performance check on the 100um nozzle config with passing results. The system is ready for use. *the contact was not available for signature. Solution comments: cleaned and re-coupled the flow cell and aligned the fsc housing. The system is now passing cs&t performance checks. Returned sample evaluation sample not available. The user replaced the fitting with a spare from their own supply and reattached the tubing. Manufacturing device history record (DHR) review of DHR part number 656700-656700-(B)(6)-100787658-15; serial number (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: a review of risk management file (B)(4) , rev. 03 - risk analysis facsaria fusion was conducted. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified: yes. Hazard ID: 2.2.2. Hazard: fluidic spill containment. Cause: spilling of chemicals or samples. Harmful effects: exposure of biohazard to operator. Initial probability: 2. Initial severity: 5. Initial risk index: 10. Initial risk evaluation: u. Risk control: design review . Implementation verification: system validation protocol: val_loc_13_01p (for loc prd 1.3.6). Effectiveness verification: drip pan; users guide instructions; recommendation for cleaning. Residual probability: 1. Residual severity: 5. Residual risk index: 5. Residual risk evaluation: afap. New hazard: none. Mitigation(s) sufficient: yes. Investigation result / analysis: this investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. Based on the service report the operator did not know the ethanol line was still connected and then began a sort. Root cause: the flow cell due to a broken fitting. Conclusion the reported complaint was confirmed by fse. Based on the obtained field information, historical data and performance data, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The instrument was brought back to functional condition after cleaning and re-coupled the flow cell and aligned the fsc housing. Complaints received for this device and reported condition, will continue to be tracked and trended. Information will be captured on trend reports and monitored. No additional escalations required at this time.

Event description:
It was reported that during use with a bd facsaria¿ fusion cell sorter sheath fluid under pressure occurred and sprayed outside of instrument. The following information was provided by the initial reporter: it was reported that a fitting broke off from the flow cell. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? No. 3. What was the fluid that leaked? Sheath fluid. 4. What is the source of leak -- waste line or non-waste line? Unknown. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no. Software version? Unknown. Resolution achieved (y/n)? Unknown. Follow up required (y/n)? Unknown list of parts shipped (include foc): unknown. RMA required (y/n)? Unknown. Additionally, on 2020-09-11 the fse provided the following additional information: leak or drip was under pressure. How much pressure? Unknown but enough to squirt all over the place.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facsaria¿ fusion cell sorter sheath fluid under pressure occurred and sprayed outside of instrument. The following information was provided by the initial reporter: it was reported that a fitting broke off from the flow cell. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Sheath fluid . What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Software version? Unknown. Resolution achieved (y/n)? Unknown. Follow up required (y/n)? Unknown. List of parts shipped (include foc): unknown. RMA required (y/n)? Unknown. Additionally, on 2020-09-11 the fse provided the following additional information: leak or drip was under pressure. How much pressure? Unknown but enough to squirt all over the place.